Event description:
It was reported that the patient experienced no stimulation sensation even when the voltage was increased to 10.5v. All electrodes showed >10,000 ohms. A revision surgery took place during which the lead was disconnected from the extension and tested through a snap lid. This resulted in normal impedances and the patient was happy with the stimulation. The extension appeared to be damaged at the connection to the lead. The extension was replaced, and the patient reported that the stimulation was working as it had before the incident. The patient was pleased with the results. No patient complications were reported.

Manufacturer narrative:
(B)(4).